Event description:
It was reported that during use, a leak occurred with the infusion system. Per the reporter, chemo medication leaked on to the patient's shirt but did not make skin contact. When the pump was picked up, it was noted that the bag and pouch were completely saturated. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be a faulty disposable (tubing or cassette), however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.